Event description:
The treating doctor is reporting that the patient's tongue was injured and the lesion required to be removed via surgery. The patient required medical intervention and lab/test were performed but could not to be provided. The patient was prescribed with medications but they are unknown. Patient stopped the use of the product. When asked how is the patient doing by now treating doctor shared the following: after surgery patient's is good.

Manufacturer narrative:
The current instructions for use contains the following: "precautions, health of the bone and gums which support the teeth may be impaired or aggravated.". When the treating doctor was asked how the event is related to the use of the product they answered: the doctor shared that the use of the vivera retainers. No conclusive evidence has been provided that supports or opposes whether the vivera retainers caused or contributed to the required surgery (required intervention to prevent permanent impairment or damage) and vivera retainers were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required medical intervention to prevent an impairment or damage, and the date (b3) is based on the timelines reported to align and compared to patient information.